Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported blood was observed in the threads of a dialyzer header during hemodialysis (hd) treatment. The ccht stated blood test strips did not show blood leak when tested. It was reported the dialyzer was available to be returned for evaluation. Additional information was requested for was not received to date.

Manufacturer narrative:
Correction: b5, h6 device component code

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported blood was observed in the threads of a dialyzer header which occurred occurred 3.5 hours into a patient's 4 hour hemodialysis (hd) treatment. It was stated the blood leak occurred during a blood pressure check and was observed at the dialyzer head. The patient's blood was returned and no blood loss was noted. The ccht confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The ccht stated blood test strips did not show blood leak when tested. The ccht also stated that fresenius bloodlines were used for treatment and confirmed that the leak was observed externally. The ccht stated that there were no defects or damage seen on the dialyzer. The ccht stated the patient was able to successfully complete treatment on the day of the reported event. The ccht confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. It was reported the dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample was provided from the reported lot for evaluation. Blood was noted in the threads of the dialyzer. Upon removal of the header caps a polyurethane (pu) sliver was found on the cavity ID end, at approximately 45°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported blood was observed in the threads of a dialyzer header which occurred occurred 3.5 hours into a patient's 4 hour hemodialysis (hd) treatment. It was stated the blood leak occurred during a blood pressure check and was observed at the dialyzer head. The patient's blood was returned and no blood loss was noted. The ccht confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The ccht stated blood test strips did not show blood leak when tested. The ccht also stated that fresenius bloodlines were used for treatment and confirmed that the leak was observed internally and no external blood leak was observed. The ccht stated that there were no defects or damage seen on the dialyzer. The ccht stated the patient was able to successfully complete treatment on the day of the reported event. The ccht confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. It was reported the dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Additional information: a1, a3, a4, b5, h6 concomitant products, h6 device component code.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported blood was observed in the threads of a dialyzer header which occurred occurred 3.5 hours into a patient's 4 hour hemodialysis (hd) treatment. It was stated the blood leak occurred during a blood pressure check and was observed at the dialyzer head. The patient's blood was returned and no blood loss was noted. The ccht confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The ccht stated blood test strips did not show blood leak when tested. The ccht also stated that fresenius bloodlines were used for treatment and confirmed that the leak was observed internally and no external blood leak was observed. The ccht stated that there were no defects or damage seen on the dialyzer. The ccht stated the patient was able to successfully complete treatment on the day of the reported event. The ccht confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. It was reported the dialyzer was available to be returned for evaluation.